Manufacturer narrative:
A device has not been received for failure analysis evaluation. The origin of the unspecified debris was unknown. A review of the provided image was performed. The following additional information was provided: the images show a surgical glove with some sort of debris on it. It appears to be a flat plastic filament. One end is red in color, perhaps with blood, and the other appears to have some sort of knot or burr in it. Without any further information, cannot make any determination as to the source.

Event description:
It was reported that during an ion-assisted surgical procedure, the surgeon retrieved a specimen with forceps and observed unspecified "debris" coming out with the specimen. The nature of the debris is unknown, and the surgeon requested that the event be documented. The procedure was completed as planned.